Event description:
It was reported that the customer experienced high blood glucose of 23 mmol/l. It was stated that the customer had sensor reading discrepancies. Sensor was reading 4.2 mmol/l and the blood glucose 11.3 mmol/l. Customer left work early and changed out the infusion set. Every time the customer gave insulin it would go up to 18 mmol/l and it would not register. It was also stated that the customer experienced low blood glucose of 2.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.